Manufacturer narrative:
Block e1: facility address: (B)(6). Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The device was returned without the over-sheath. Microscope examination was performed, and it was observed that the clip had no evidence of activations. The bushing had hits on its hooks, the bushing tabs were rounded and were asymmetric. It was also found that the capsule locking tabs were damaged. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification. No other issues with the device were noted. During product analysis, it was found that the capsule locking tabs were damaged, the dimension between the hooks of the bushing were out of specifications, hits were found on the bushing hooks and also bushing tabs were rounded and with different measurements. According to this evidence, it is possible that as a result of the bushing out of specifications, during the actuation of the device, some friction occurred between the components inside of the clip assembly, causing the bushing hits and consequently a failure to release the clip from the device. The reported event of clip failed to release from the catheter was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Facility address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.